Manufacturer narrative:
The manufacturer did not receive the device as the patient has not been revised. X-rays or other source documents for review were not provided. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It is reported that in (B)(6) 2012 patient was implanted on the right side with a cementless hip prosthesis and is part of a clinical study. It is also reported that patient experienced moderate thigh pain and leg weakness. No revision surgery was performed, neither a revision surgery was / is planned. The devices are still in vivo.